Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 12.0 mmol/l. The customer changes reservoir every 4 days. The customer was advised to change entire set between 2-3 days. The customer was advised that we would send replacement reservoirs as does not feel safe using current reservoir.